Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 24 mg/dl at the time of the incident. The customer knew they were going to eat a lot of carbs so they bolused when they were at 65 mg/dl. The customer used food and glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and the customer was going to check their settings with their health care professional. The customer also reported getting high of 500 mg/dl even after bolusing. The customer used the pump to treat the highs on (B)(6) 2019. The insulin pump will be returned for analysis.